Event description:
It was reported, during an implant procedure, initial placement of the electrode without fixation and holding with fingers revealed sensing values of 8-12mv and threshold was good. However, after thread fixation values decreased to 2-4 mv and threshold to 3-5v. Values were not stable. Consequently, this lead was removed and replaced without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Visual analysis noted outer insulation cut at electrode end at 59 centimeters; damage at implant. Primary analysis findings noted no anomalies found, lead functionally normal.